Event description:
The patient reported scratches on the screen hinder visibility. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.